Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event: it was reported that during a procedure to remove a malignant bone tumor on the humerus, it was observed that during drilling, while the radiolucent drive device was in use with the coupling device, an adapter device and two drill bits, the radiolucent drive made a noise and then stopped. It was reported that when the surgeon pulled the device out from the body and checked if it could run properly. It was reported that the surgeon confirmed that the device ran normally. However, the re-drilling resulted in another noise and the device stopped again. As the surgeon attributed the malfunction to excessive torque, he pulled it out, turned the device on, then, the radiolucent drive turned itself together with the drill bit. Finally, the drill bit became loose, was blown off and hit the wall in the operating room along with the patient. It was reported that no one was injured by the incident. It was reported that there was a 20 minute delay to the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During evaluation it was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date of the date the device was returned to the manufacturer has been updated to may 12, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.